Event description:
Healthcare professional reported left side exchange from textured to smooth implants due to the patients concern with the product. Healthcare professional later reported explanted device will not be returned due to device rupturing upon surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.